Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event. Please reference MDR 2183870-2010-00195 for the protege rx originally reported in (B)(6) 2010. Per the site it was not related to spiderfx, just the protege rx, however, the clinical event committee (cec) reclassified this event as being related to protege and spiderfx on (B)(4), 2011.

Event description:
Patient enrolled into the (B)(6) trial. Post procedure a tia was reported. The patient started having neurologic symptoms on (B)(6) 2010. It started with numbness in the fingers in the right hand as well as the right arm, and also started experiencing left sided headache. The patient recovered without sequelae.